Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in needle went through catheter. It was reported by the customer that IV difficult to advance ER skin into vein after poke, was unable to retract and noticed bleding at the site pulled sharp out and cathlon was puntured. Verbatim: IV difficult to advance ER skin into vein after poke, was unable to retract and noticed bleding at the site pulled sharp out and cathlon was puntured

Manufacturer narrative:
Investigation results: since no photos or samples displaying the reported condition of needle through catheter, leak at insertion site, difficulty advancing slider / catheter were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.